Event description:
It was reported that during a thermal ablation procedure the heat cycle reached 87c. It was noted that there was a white mark on the anterior wall of the vagina. The procedure was stopped and the pt was treated for the burn.